Event description:
The reporter noted: "we received a complaint regarding a proximal mcp which was implanted on (B)(6) 2012, for an osteomyelitis treatment on the second finger of the left hand, and on (B)(6) 2012, it was necessary to reposition it. During this re-op, it was verified that the implant was broken in the tip of intramedullary portion. The instrumentator who followed the second procedure, informed that the surgeon affirmed that it was necessary to apply too much energy to implant, because the medullary canal was straight."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.